Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was moved per patients preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.